Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the numbers on the screen of the insulin pump started scrolling when trying to deliver a bolus and the buttons have an intermittent response. It was stated that the device might have been exposed to moisture. They removed and reinserted the battery and received a failed battery test alarm. The contacts on the battery cap are not missing or damaged and the battery compartment is not damaged or corroded. Customer was advised to clean the battery cap and insert a new battery; the insulin pump did not alarm failed battery test. Blood glucose value is unknown. It was advised that the customer discontinue the use of the device and revert to a back a plan. It was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
All of the buttons on the insulin pump functioned properly during testing. However, during visual inspection moisture damage was noted on the keypad traces. No unexpected numbers were noted scrolling during testing. The device had normal operating currents. The device was monitored for several days and no failed battery test alarms occurred during testing. The following cosmetic damage was noted: cracked reservoir tube lip, case cracked at the display window corner, minor scratches on the lcd window, and scratched reservoir tube window.